Event description:
On (B)(6)/2009, pt reported that some of the characters on the infusion device screen were "skewed" and hard to read. Pt stated, he noticed the number on the right side of the screen was partial. Pt reported he also noticed that some letters on the screen were partially displayed. Pt stated, he noticed that standard bolus appeared as 'standard folus' and that half of the "n" in the phrase bolus amount was missing. He stated he changed the battery a couple of weeks ago and noticed no improvement to the infusion device display after the last battery change. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.